Manufacturer narrative:
Concomitant medical products: item# 00-8775-012-40, lot# 2545276, biolox delta ceramic taper liner, size kk / 40. Device evaluated by MFR: the device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Clinical study was received and will be reviewed as part of ongoing investigation. Device history record (DHR) was reviewed and no discrepancies were found. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported at the seven year visit, that the patient is experiencing moderate pain, difficulty ambulating, and decrease in rom.

Event description:
Please refert to report 0009613350-2019-00121.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: patient experiencing pain, difficulty ambulating and decrease in rom. Event description: during seventh year visit on (B)(6), 2019, it was found that the patient experiencing pain, difficulty ambulating and decrease in rom review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - this device is intended for treatment. - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. - surgical technique is not reviewed since no surgery notes were available to compare. Conclusion: during seventh year visit on feb 14, 2019, it was found that the patient experiencing pain, difficulty ambulating and decrease in rom. The in vivo time of the device is 7 years. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The investigation results did not identify a non-conformance or a complaint out of box (coob). No medical data confirming the reported event for the patient was available for the investigation. It is unknown what led to the failure of the prosthesis. Therefore, based on the given information the complaint could not be confirmed. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00121.